Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with symptoms of swelling and redness around the wound area. As infection was confirmed, this device was explanted. There were no additional adverse effects reported.